Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pain, bleeding, urinary infections, dyspareunia, bowel obstruction, fecal stasis, recurring incontinence, prolapse, and anxiety. No further info has been provided.